Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer and her neighbor reported via phone call that she had issues putting the insulin pump back on her body. The customer called the paramedics early on (B)(6) 2015, due to high blood glucose levels. Customer's blood glucose level was 403 mg/dl. She did not have high blood glucose symptoms. The paramedics did not treat the customer. She was wearing the insulin pump at the time of the 911 call. The device was not returned.